Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The infusion set was removed and the customer stopped insulin delivered to address the occlusion. Customer's blood glucose level was not impacted.